Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table and found that one of the two bolts that secures the tilt cylinder to the table's column was damaged resulting in the reported tabletop movement. The technician replaced both tilt cylinder bolts, test the surgical table, found it to be operating according to specification, and returned the table to service. The table was installed in 1996 making it approximately 26 years old and is not under steris service agreement. The user facility is responsible for all maintenance activities. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that at the start of a patient procedure the tabletop to their 3080 sp surgical table was unstable. The patient was transferred to another table and the procedure was completed successfully. No report of injury.